Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion was received measuring 13.5 cm, and the distal portion was received measuring 43.5 cm were received and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that right ventricular (rv) lead showed noise and oversensing with short interval counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.